Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the pump serial number and implant date were asked, but unknown. The cause of the event was the rapid administration of baclofen in the catheter of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from foreign healthcare provider (hcp) via distributer regarding a patient receiving intrathecal gabalon (concentration and dose unknown) via implanted infusion pump. It was reported the patient experienced respiratory failure, delayed awakening, respiratory abnormality, decreased consciousness level, and bradycardia. The date of onset, severity, date of outcome, and outcome were not provided. The causal relationship with the suspected drug was also not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Fukuchi m. A case of respiratory failure after replacement of intrathecal baclofen pump. Japan society of anesthesiologists. 2024. Additional information was received from a foreign literature article abstract. It was reported that a 22 year old patient with cerebral palsy had been scheduled for a routine pump replacement. The surgery had been performed under general anesthesia. During the surgery there had been no observed complications and it had been completed in 50 minutes. Following the surgery the patient had delayed awakening and spontaneous breathing and oxygen had been maintained. The patient had been discharged with an oxygen mask. After returning home the patients consciousness level decreased and respiratory status did no improve resulting in bradycardia. It had been confirmed the baclofen in the catheter had been administered rapidly for half a day. Accumulation of partial pressure of carbon dioxide (paco2) was observed so noninvasive positive pressure ventilation had been used. Improvement in respiratory condition was observed gradually and complete awakening occurred 12 hours after the surgery. No further complications had been noted and the patient had been discharged 6 days after surgery. See attached literature abstract.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on 2024-dec-05 and it was reported details regarding the rapid administration of baclofen were asked (if related to a programming error, flushing the catheter, pump issues, etc.) But the details were unknown. There had been no report of malfunction of devices.